Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lvad, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was toning due to a magnetic interference from the patient¿s left ventricular assist device (lvad). The device was having difficulty being interrogated with the use of the lvad. The device remains in use. No patient complications have been reported as a result of this event.